Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during second inflation at 6 atmospheres, the balloon rupture. The device was removed without problem. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was good.